Event description:
Healthcare professional reported right side ¿capsular contracture grade IV'¿ and ¿pathologic report states fibrosis and cd30 negative," "minimal amount of non-significant periprosthetic fluid," and "breast prothesis with folds and a minimum amount of liquid between them" device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ deformation observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo evaluation: visual analysis of the photographs identified: seroma: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side ¿capsular contracture grade IV'¿ and ¿pathologic report states fibrosis and cd30 negative," "minimal amount of non-significant periprosthetic fluid," and "breast prothesis with folds and a minimum amount of liquid between them" device was explanted and replaced.